Manufacturer narrative:
No product was returned. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other, other text: d4: expiration date and h4: manufacture date are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening, there were kinks in the line, slice marks in tubing, and leaking at connection points. Two lot numbers, 4344926 and 4273794, were reported. No adverse patient effects or injury were reported by the customer.